Event description:
It was reported that the device was used during an esophagectomy, the clip did not come out straight. Another device was used to complete the case. There were no adverse consequences to the pt.